Event description:
Alleged issue: during a craniotomy, the scrub nurse proceeded to bend the product into a smaller size and it proceeded to break. Another lot number worked and bent without breaking. This incident occurred during inspection/functionality testing and prior to use on a patient.

Manufacturer narrative:
The device sample has been returned to the manufacturer, however, the investigation results have not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.